Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. During troubleshooting, it was found that the customer was unable to load a new cartridge due to damage to the pump housing. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.